Manufacturer narrative:
Concomitant medical products: 407652, lead, implanted on (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert triggered for high and undefined superior vena cava (svc) coil impedance on the right ventricular (rv) lead. It was also noted that there was noise on the device to svc electrogram (egm). The rv lead remains in use. No patient complications have been reported as a result of this event.